Event description:
The customer returned the front-actuated grip to the service center for a separate issue. During the device analysis, the evaluation indicated that probe was broken at 16.16 mm from its distal end and the tissue pad in the grasping section was worn away. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a stress problem and wear problem led to the malfunctions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.